Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by a loose connector on the harness connected to the rear relay board (upcl29ex30). The rear relay board relays the video signal and communication signal between the endoscope and the video system center. If the connector connection is not complete, image transmission or communication between the endoscope and the video system center may fail. Therefore, omsc concluded that scope communication error b30 occurred. The connector connection of the harness connected to the rear relay board had been connected at the time of manufacture, but it may have come off due to excessive vibration. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; when the endoscope was connected to the device using the light guide connector, the scope communication error b30 was displayed on the monitor. (B)(4) inspected the inside of the device and found that one harness connected to the back socket was not completely inserted. And when the harness reconnected to the back socket, the device worked properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred. There was no report of patient injury associated with the event.